Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for fluctuating high and low blood glucose of 40 mg/dl to 500 mg/dl. Customer indicated that blood glucose was over 1000mg/dl when admitted to the hospital. Customer does not want to troubleshoot for the high blood glucose at the time of the call.